Event description:
At follow-up, the battery impedance was 4800 ohms, and the pacemaker worked in ddd mode. When the physician reprogrammed atrial output to 5.0v, the pacemaker switched to vvi mode, and the battery status became " depleted." The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Device evaluation: analysis confirmed the high battery impedance.